Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
There was no unexpected excessive no delivery alarms noted. There was no unexpected n/a value in active insulin under bolus wizard settings. There was no reservoir tubing anomalies noted test p-cap or reservoir seated properly in tubing during testing. The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. The unit had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump experienced three different no delivery alarms at the time of the event. The customer's blood glucose level was reported to be 152 mg/dl. She was advised to disconnect at the quick release to troubleshoot. The product was returned. Nothing further to report.